Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned device was a guidezilla guide catheter in two pieces, with blood on the device. The catheter was separated at the collar of the device, with the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Microscopic examination and tactile inspection revealed kinks in the hypotube at 22cm, 82 cm, and 114cm from the strain relief. Microscopic investigation revealed damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a shaft kink occurred. A 145 guidezilla¿ was selected for percutaneous coronary intervention. During unpacking outside the patient's body, it was noted that the catheter was kinked. The procedure was completed with a new guidezilla¿. No patient complications were reported and the patient's condition was good.